Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device needed a full pm which was resolved with ran a pm on the machine, everything was good checked the error logs and found that it¿s had a problem with the connections on the sides of the machine replaced both sides and did another full pm on this device and returning it back to service. There was no patient involvement.